Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During the visual inspection of the device, corrosion was found on the metallic surface and power connector is destroyed. In addition, the inspection found dust or dirt inside the device and corrosion on the metallic surfaces. The device is scrapped. This report is being submitted for the corrosion found on the metallic surface and power connector is destroyed during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by third party service center.